Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including self test, rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. Pump received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. During back light check no unexpected issue were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button issue. Customer¿s blood glucose level was unknown. The customer reported that they need to push the button for few times to work. The customer reported the insulin pump take long time to prime. The insulin pump will not be returned for analysis.